Manufacturer narrative:
Investigation included a review of the reported charging behavior and replacement of the external charger. Investigation of this case revealed a suspected malfunction of the charging accessory resulting in failure to sustain charging. It was concluded that the issue was related to the charger and that use of manual therapy mitigated risk without patient harm.

Event description:
It was reported that an ilet pump could not charge on the wireless pad, as indicated by a blue charging light that blinked rather than remaining on, and the pump battery became fully depleted; the user switched to backup manual injections while awaiting a replacement charger. Symptoms included no injury or clinical symptoms. Outcomes included temporary interruption of pump therapy with use of alternative therapy.